Manufacturer narrative:
Programmer model 3037, serial # (B)(4), lead model 3889-28, lot # v242433, implanted: (B)(6) 2009, explanted: na.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from her implantable neurostimulator. The patient's symptoms included acute pain, warm feeling at pocket and sensitivity to touch. X-rays were performed and proved that the patient's lead had migrated. Additional information had been requested, but was not available as of the date of this report.